Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a stent placement procedure of the upper bile duct performed on (B)(6) 2012. According to the complainant, the stent was being placed to treat a stenosis in the upper bile duct caused by biliary cancer. During the procedure, the physician cut a medium size incision in the papilla to place the stent. The device was inserted but could not be advanced through the stenosis. As a result, the physician decided not to insert the stent in the stenosis and released the stent in an undesired position. The stent was then grasped with alligator forceps and withdrawn with the endoscope. During withdrawal, resistance was met at the duodenal bend, but the physician continued to withdraw and the stent was able to be removed from the patient. No damage was noted to the device. The endoscope was then inserted back into the papilla and it was noted that the medium size incision, initially cut in the papilla, appeared to be larger. In the physician's assessment, the incision was torn and made larger by contact of the stent with the papilla when the stent was being removed from the patient. The stent placement procedure was able to be completed by placing an endoscopic nasobiliary drainage (enbd) tube. The patient's condition at the conclusion of the procedure was reported to be stable. A CT scan was performed and a slight leak of air was detected; however as the patient's condition was stable, the physician decided treatment of the tear was unnecessary. It was reported that a few days later an endoscopic biliary drainage (ebd) stent was placed.

Manufacturer narrative:
Patient age and weight are unknown. It was reported the patient was over 18 years old. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiration date. (B)(4) difficult advancing stent through patient anatomy. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.